Event description:
It was reported while using bd alaris pump module smartsite infusion set components were damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during this incident, the tubing severed about 6 inches from phaseal site near trifuse connection. Cause of damaged is unknown. Tubing inspected at time of medication prep: intact, no leaks or damage noted. 2 rn check completed at bedside: tubing was intact and running chemotherapy. Rn was about to leave patient's room when she decided to re-check tubing again and noticed it was now severed about 6 inches from phaseal site near trifuse connection. Cause of damage unknown. Chemo spill kit utilized per policy.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary two photos were submitted for quality investigation. The customer complaint of component damage - leak was verified by visual inspection of the photos provided. The photos show that the tubing was cut away from the rest of the assembly. A device history record review could not be performed because the lot number is unknown. The root cause for the failure could not be determine because a sample was not submitted for evaluation. This incident has been added to our database of reported incidents.